Manufacturer narrative:
His report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated that during preparing of resident by caregivers for a transfer from wheelchair using passive sling, resident slid out of chair. As a consequence resident reported pain in her buttock, her range of motion was unchanged and satisfactory from staff assessment, and she did not have any injuries.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was carried out into this complaint. Arjohuntleigh received a customer complaint where it was reported that the patient fell to the floor from the chair during preparation for transfer with sling and passive floor lift. When reviewing similar reportable events we have found a number of cases with similar fault description (slid out of sling). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. Please note that despite of our efforts inspection has not been performed on sling involved, however it appears it contributed to the event possibly due to a use error. From our product knowledge in part gained from review of previous complaints as well as from simulation performed, there is no possibility to slide out of the sling during the on label use. There are few elements which could contribute to a person sliding out from the sling, as following: 1. A sling being used that is of a very inappropriate size (several sizes off). 2. An obvious wrong application of the sling (e.g.: sling used upside down, wrong type of the sling used, wrong position of the resident/patient arms). 3. A sling clip detaching or not being attached to the lift device before starting the transfer. 4. A sling being used with no plastic support stays/stiffeners inside the head section of the sling, and the person being positioned into the most horizontal position. Following the information received and documented in the complaint file, it appears likely that scenario 2 described above is most related to the patient's fall. The passive clip sling instruction for use contains the following crucial information: "to avoid injury, always read this instruction for use and accompanied documents before using the product. Mandatory to read the instruction for use." No malfunctions were reported regarding the sling and that way contributed the event that in our evaluation was caused by the user not following the IFU, due to lack of awareness of the IFU contents - during use with a patient. Note that the customer was visited and interviewed by a local arjohuntleigh representative. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities based on the initial indications and in the abundance of caution.